Event description:
Implanted (B)(6) 2009 with st jude medical accent dr rf 2210dr pacemaker. Last pacer check in (B)(6) 2014 of this device had 5-6 years remaining longevity, but went to eri (B)(6) 2014 and (B)(6) went eos (end of service). Device in backup mode. Explanted (B)(6) 2014.